Event description:
During fusion procedure of c5-c6 the surgeon compressed the levels without a bone graft. Post-operatively the patient was paralyzed from the chest down. The patient was returned to surgery and implants were removed and replaced with another hardware system. The patient has fully recovered except for some tingling in the hands.